Event description:
It was reported the resection electrode loop portion of the loop electrode was damaged. The issue was found during a transurethral resection, therapeutic procedure. The intended procedure was completed with an olympus back-up device. There were no reports of patient injury or harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
B5: no additional information received from customer. H2: additional information, device evaluation h3: additional information h4: additional information h6: additional information the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.